Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded express bolus, escape and act button on keypad traces. No button error alarm during testing. The insulin pump has scratched lcd window, cracked case at reservoir tube window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated he did not know if the insulin pump got wet. It was advised to revert to a back-up treatment plan. The customer's blood glucose level was 156 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.